Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead properties were checked. Multiple signs of abrasion along the lead body were noted. Especially in the distal region, close to the shock coil, the insulation was damaged due to fraying. This damage is with high probability the cause for the observed interference signals in the rv channel. The observed damage manifestation speaks for unexpectedly early wear and tear of the lead, which leads to the assumption of strong mechanical stress on the lead. Reasons for an increased stress level in the implanted state cannot be conclusively determined without x-ray images, diagnostic images of any other kind, and further information on the patient. An accumulation of various influence factors should be considered. This includes strong ingrowth behavior of the lead in the distal region and other impairments of the movement of the lead. An unfavorable implantation position is also a known influence factor. In addition, both the individual anatomy and an increased physical activity of the patient, especially regarding the upper body, play a role. In addition, deformations of the lead body were detected 21 cm distal of the is-1 connector pin, which are probably a result of an overly tightly bound ligature. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implant period of approximately 29 months, oversensing was reported in the rv channel. No shocks were delivered. The lead was explanted and returned to biotronik for analysis.